Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was at 70% when the customer went to sleep. When the customer woke up it was noted that the pump had shut off unexpectedly and became unresponsive. The pump was connected to a power source but still would not turn on. The customer's blood glucose (bg) level was impacted (350 mg/dl). A manual injections was administered to correct elevated bg level. It was indicated that the customer would use manual injections as insulin therapy until the replacement pump was received.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified. However, a different issue was identified.